Manufacturer narrative:
It was found that when the medical staff were using the patient monitor and the instrument was normally turned on and in use, they were unable to accurately obtain the patient's blood pressure measurement information. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective blood pressure cuff. The issue was resolved after the hospital replaced the blood pressure cuff. It is not clear whether the faulty component is a philips product. E1: (B)(6).

Event description:
It was reported that the device was unable to accurately measure the blood pressure. The device was not in clinical use. There was no report of patient or user harm.